Event description:
Boston scientific received information that during the post operative check up, it was discovered that this right atrial (ra) lead dislodged. There was no atrial capture noted. The lead was repositioned and results after the procedure yielded normal results. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.